Event description:
It was reported that (1) device was used during a hemicolectomy diagnosis procedure. It was reported by the affiliate that the tlc75, after actioning, the device blocked. The surgeon had to use another proximate for completing the case. There was no consequence to the pt.